Manufacturer narrative:
Medtronic received the following information from a journal article entitled; detection of late complications after endovascular abdominal aortic aneurysm repair and implications for follow up based on retrospective assessment of a two centre cohort baderkhan h , wanhainen a, haller o, björck m & mani k european journal of vascular and endovascular surgery (2020) 60, 171e179 https://doi.org/10.1016/j.ejvs.2020.02.021. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant & talent stent grafts as well as non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type ia endoleak, type ii endoleak, type ib endoleak, type iii endoleak, unknown endoleak & migration the following adverse events were observed; infection, rupture, thrombosis, sac expansion & re-intervention patient deaths were also reported but there is no causal evidence that a mdt stent graft caused or contributed to these deaths.